Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade IV, hematoma and skin necrosis.

Event description:
Allergan aesthetics received a report via nbir of a capsular contracture baker grade IV, hematoma and skin necrosis. This record is for left side. The device was explanted and replaced.